Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned because the pump module could not be located. The customer requested a log review only. The event logs have been received; however, we are still waiting to receive the data set to complete the log review. A follow up report will be submitted once the investigation has been completed. No devices received, log review only.

Event description:
Vague information received from biomed, more heparin was infused then expected. Patient was supposed to receive 200 units, pump was programmed at 200 cc. Patient reportedly received 166 cc. Pc unit was received in biomed without pump module. There was no patient harm reported and no medical intervention was required. Customer stated the user did not provide any additional patient or event details.